Event description:
It was reported the patient experienced a burning sensation due to ipg migration. As a result, the patient underwent surgical intervention wherein the ipg was replaced and buried deeper. Reportedly, the ipg pocket was relocated. Therapy was resumed post operatively.